Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a battery out limit alarm in the past. The customer also reported receiving a off no power alert on the insulni pump. The customer's blood glucose was 46 mg/dl. Customer corrected their blood glucose with food. The customer stated the insulin pump was not bumped or dropped. Customer stated this was a second occurrence of a off no power alarm without a low battery warning. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.